Manufacturer narrative:
Batch review performed on 27 august 2024. Lot 2247998: (B)(4) items manufactured and released on 28-mar-2023. Expiration date: 2028-03-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other device involved: gmk-sphere 02.12.0310fl tibial insert fixed sphere flex size 3/10 mm l (k121416) lot 2248022: (B)(4) items manufactured and released on 7-mar-2023. Expiration date: 2028-02-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had anterior knee pain and the cause is unknown. At about 1 month post primary the surgeon revised the patient's patella and revised the insert. The surgery was completed successfully.